Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump malfunctioned by signaling that the container was empty, but it was not actually completed. Drug being infused: 5fu. Programmed volume to be infused: 98ml. Programmed rate: 2.1ml/hr. Volume delivered: 69ml and 1ml. Volume remaining: 29 and 97ml. The amount of medication remaining in the cassette did not match the reservoir volume displayed on pump. Air detector was off. Upstream sensor was on. Length of infusion: unknown. Lock level: pump locked with 4-digit passcode. A cstd was used to fill the cassette. The pump was not used to prime the extension tubing. The patient attempted to resolve the error but returned again with alarming. The patient was medically affected. Therapy was not competed and there was a delay in treatment for an additional 24 hours. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.